Manufacturer narrative:
No materials or manufacturing deviations were found in this investigation. (B)(4).

Event description:
It was reported that revision surgery was performed due to non-union and broken screws.